Manufacturer narrative:
The device was functionally evaluated in our laboratory and the difficulty reported was confirmed. However, the device was inadvertently misplaced during engineering evaluation and the exact cause culd not be reliably determined.

Event description:
The product was used during a laparoscopic gastrectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.